Event description:
It was reported that the sheath was fractured. A 1.50mm rotalink plus was selected to treat the target lesion located in the mildly tortuous and highly calcified proximal left anterior descending artery. During removal of the burr on dynaglide mode, it was noted that the device was hard to withdraw and the sheath became fractured. The device was completely removed from the patient's body without dynaglide and the procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the sheath was fractured. A 1.50mm rotalink plus was selected to treat the target lesion located in the mildly tortuous and highly calcified proximal left anterior descending artery. During removal of the burr on dynaglide mode, it was noted that the device was hard to withdraw and the sheath became fractured. The device was completely removed from the patient's body without dynaglide and the procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned complaint device consisted of a rotablator plus device. The burr catheter was connected to the advancer unit. Rotawire was received in the device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. There is blood in the sheath due to a complete sheath tear 24.6cm from the strain relief. The device was soaked in hot water in an attempt to remove the rotawire. The returned rotawire device was unable to be removed from the plus device due to the sheath tear and blood in the sheath. The coil has become stretched due to manipulation during the procedure. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to a melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.